Event description:
After determining that the accuracy was off in the central to mid-lung airways by at least 1 cm, the physician decided not to use the superdimension system to fully navigate to the target. Instead, the physician elected to manually navigate using fluoroscopy. Post-operatively, the physician discovered a very small apical pneumothorax. The physician put in a small pigtail catheter at the bedside and the patient is stable. No further issues were reported.

Manufacturer narrative:
A service call was performed at this site on (B)(6) 2010. The system was tested for accuracy and functionality and the testing showed the system passed and was within specifications. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.